Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. Six days after the onset of cloudy effluent the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) and an unknown intravenous antibiotic (dose, frequency and duration not reported) for the cloudy pd effluent. The same day as onset of the cloudy effluent, the patient started treatment with oral cipro (dose, frequency and duration not reported). The patient was discharged five days after admission. At the time of this report, the patient was recovering from this event. One day after admission to the hospital, pd therapy was discontinued. On an unknown date, the pd catheter was removed. On an unknown date, the patient started hemodialysis. No additional information is available.